Manufacturer narrative:
Follow-up #1: date of submission 11/06/2015.device evaluation: the device has been returned and evaluated by product analysis on 10/28/2015 with the following findings: during investigation, the original complaint was unable to be duplicated. The keypad was intact and all the buttons were responsive during the investigation. The keypad was removed and there was no contamination found under the contacts. The pump was opened to inspect the keypad flex and it was found to be fully seated in the connector with the latch closed. There was no evidence of moisture found internally.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up, down and ok buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.